Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any difficulties noted with device during initial procedure? Device functioned as intended during the case. Does the surgeon routinely wait 15 seconds prior to firing? The surgeon did not wait 15 secs to fire during this procedure. Were any staple formation issues noted? No issues noted during the procedure. How long was the chest tube in place after initial surgery? 2-3 days. Why does the surgeon believe the source of air leak is from staple line? He suspects it¿s from the staple line but cannot confirm. He just placed chest tube, did not reoperate to investigate the air leak. What is the current patient status? Patient has returned home no further patient harm.

Event description:
It was reported that two days post op a vats lobectomy, there was an air leak. The patient was readmitted. Chest tube was placed. The patient was sent home since the readmission and are doing well.